Manufacturer narrative:
Concomitant medical products: 419478 lead; 1688t st jude lead, implanted (B)(6) 2006. The initial reported event was submitted via remedial action exemption (rae). As the exemption report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had multiple episodes of noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.